Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "durning the robotic pancreaticoduodenectomy (rpd) surgery, this ae05ml clips (lot: 73j240680) were functioning well and positioned correctly with jaws at the beginning. However, when the doctor was firing the 12th clip, it did not fit the upper jaw properly and could not ligate the target vessel. The doctor removed this ae05ml and took out the 12th clip using a grasper. The doctor then performed firing and ligating tests with the ae05ml 13th, 14th and 15th clips outside the patient's body. All these 3 clips exhibited the same issue: they did not fit the upper jaw and could not ligated properly. At the end of 15th clip, it jammed and became stuck in the lower jaw". No report of patient harm or injury. The patient status is reported as "fine".